Event description:
The facility representative contacted baxter to report a flogard infusion pump in which the shaft security was broken inside. It is unknown when or in which care area this event occurred. Patient involvement was unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump "security shaft was broken inside" was confirmed during product evaluation. The root cause of the reported problem was determined to be hinge and latch problems. Appropriate action was taken to correct the reported problem by replacing the door latch.